Event description:
It was reported that this implantable cardioverter defibrillator (ICD) could not be interrogated after multiple trouble shooting attempts. Technical services (ts) paged a local boston scientific representative to further assist. This device remains in service. No adverse patient effects were reported.